Event description:
Operator pressed cycle start and then adjusted load basket(s) within the chamber as power door was closing (raising). Basket(s) interfered with closind door; all four fingers of operator's right hand were caught/crushed between top of basket and top of washer/sterilizer chamber. Door was manually lowered by maintenance personnel, after some time. Medical intervention was seeked (ER); operator was treated and released; extended medical leave; report of follow-up surgery on 5/14/98; as follow-up for 6/12/98 it was confirmed that 2-3 tips of operator's fingers were amputated on 5/14/98 and operator is on workman's compensation.